Manufacturer narrative:
The serial number is unknown at this time.

Event description:
A customer reported a loss of telemetry monitoring for all beds on the network (176 patients), due to a broken fiber (network cable) that connected two switches. No adverse events were reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.